Manufacturer narrative:
Block h6: imdrf device code a150201 captures the reportable event of stent failure to deploy during a bile duct procedure. Imdrf impact code f2301 captures the reportable event of additional intervention required to place another stent due to risk of bile leakage post puncture.

Event description:
It was reported to boston scientific corporation that an axios stent and electrocautery enhanced delivery system was to be implanted during a procedure performed on (B)(6) 2025. During the procedure, the distal flange of the stent did not open, despite the bile duct dimension being correct. As a result, the procedural time was extended. Because the deployment problem posed a risk of biliary leakage, the procedure was completed with a different management strategy, necessitating the performance of retrograde drainage and the placement of a covered metal biliary stent. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block e1: reporter email address has been corrected. Block h6: imdrf device code a150201 captures the reportable event of stent failure to deploy during a bile duct procedure. Imdrf impact code f2301 captures the reportable event of additional intervention required to place another stent due to risk of bile leakage post puncture. Block h11: an axios stent and electrocautery enhanced delivery system was returned for analysis. A visual examination of the returned device revealed that the stent was partially deployed, the slider was positioned at 0 and slightly separated; and the outer sheath hypotube showed damage at the proximal end, slightly protruding from the slider. Functional testing was performed and revealed resistance when attempting to move the slider proximally, consistent with the retraction distance of the outer sheath at the distal end. Upon manually pulling the nosecone at the distal end, the stent deployed easily, and the inner sheath was found to be kinked. No visible damage to the distal end of the outer sheath and no evidence of interaction or interference with the scope elevator was found either. The catheter lock was unlocked, and the catheter moved freely without issue. The rest of the stent was manually deployed, revealing an expansion issue. Subsequently, destructive testing was performed. The handle was disassembled, and no sheath damage was found inside the handle. No visible damage was noted along the length of the sheath. Product analysis confirmed the reported event of stent failure to deploy was confirmed as the stent was returned partially deployed. Stent partially deployed is noted within the product labeling as a possible adverse event associated with the use of the device. The investigation concluded that the additional observed damages in the delivery system were most likely related to procedural factors such as lesion characteristics, handling of the device, and the technique used by the physician (force applied). As for the stent expansion issue noticed, the specification that the stent is measured against is intended for manufacturing (prior to stent loading or storage). In a procedural setting, there would be additional factors/steps that would manipulate the stent into position where its ability to expand is dictated by the anatomy rather than the manufacturing dimensional specifications. Stent expansion rates can be also impacted by compression, time, temperature, and humidity. Taking all available information into consideration, the overall root cause of the reported event is known inherent risk of device. A labeling review was performed and, from the information available, there is no information that this device was used in a manner inconsistent with the instructions for use (IFU) / product label. Additionally, stent partially deployed is noted within the product labeling as a possible adverse event associated with the use of the device. Boston scientific is initiating a removal of certain sizes of the axios stent and electrocautery enhanced delivery system (6mm x 8mm, 8mm x 8mm and 20mm x 10mm) manufactured since march 1, 2025. This action is being taken due to increased reports of stent deployment and expansion issues with these configurations. These issues only occur at the time of stent delivery and are expected to be noticed by the physician. Patients who have been treated with a successfully implanted axios stent should continue to follow standard of care and are not affected by this issue. A letter was sent out to materials managers/health care professionals on 19-dec-2025 to immediately stop further distribution or use of any affected 6mm x 8mm, 8mm x 8mm and 20mm x 10mm axios stent and electrocautery enhanced delivery system. The letter indicates to remove these devices from inventory and segregate them in a secure location until they can be returned to boston scientific. The referenced axios stent and electrocautery enhanced delivery system met all specifications prior to final approval for distributions/sale.

Event description:
It was reported to boston scientific corporation that an axios stent and electrocautery enhanced delivery system was to be implanted during a procedure performed on (B)(6), 2025. During the procedure, the distal flange of the stent did not open, despite the bile duct dimension being correct. As a result, the procedural time was extended. Because the deployment problem posed a risk of biliary leakage, the procedure was completed with a different management strategy, necessitating the performance of retrograde drainage and the placement of a covered metal biliary stent. There were no patient complications reported as a result of this event.

Event description:
It was reported to boston scientific corporation that an axios stent and electrocautery enhanced delivery system was to be implanted during a procedure performed on (B)(6) 2025. During the procedure, the distal flange of the stent did not open, despite the bile duct dimension being correct. As a result, the procedural time was extended. Because the deployment problem posed a risk of biliary leakage, the procedure was completed with a different management strategy, necessitating the performance of retrograde drainage and the placement of a covered metal biliary stent. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block h6: imdrf device code a150201 captures the reportable event of stent failure to deploy during a bile duct procedure. Imdrf impact code f2301 captures the reportable event of additional intervention required to place another stent due to risk of bile leakage post puncture. Block h11: an axios stent and electrocautery enhanced delivery system was returned for analysis. A visual examination of the returned device revealed that the stent was partially deployed, the slider was positioned at 0 and slightly separated; and the outer sheath hypotube showed damage at the proximal end, slightly protruding from the slider. Functional testing was performed and revealed resistance when attempting to move the slider proximally, consistent with the retraction distance of the outer sheath at the distal end. Upon manually pulling the nosecone at the distal end, the stent deployed easily, and the inner sheath was found to be kinked. No visible damage to the distal end of the outer sheath and no evidence of interaction or interference with the scope elevator was found either. The catheter lock was unlocked, and the catheter moved freely without issue. The rest of the stent was manually deployed, revealing an expansion issue. Subsequently, destructive testing was performed. The handle was disassembled, and no sheath damage was found inside the handle. No visible damage was noted along the length of the sheath. Product analysis confirmed the reported event of stent failure to deploy was confirmed as the stent was returned partially deployed. Stent partially deployed is noted within the product labeling as a possible adverse event associated with the use of the device. The investigation concluded that the additional observed damages in the delivery system were most likely related to procedural factors such as lesion characteristics, handling of the device, and the technique used by the physician (force applied). As for the stent expansion issue noticed, the specification that the stent is measured against is intended for manufacturing (prior to stent loading or storage). In a procedural setting, there would be additional factors/steps that would manipulate the stent into position where its ability to expand is dictated by the anatomy rather than the manufacturing dimensional specifications. Stent expansion rates can be also impacted by compression, time, temperature, and humidity. Taking all available information into consideration, the overall root cause of the reported event is known inherent risk of device. A labeling review was performed and, from the information available, there is no information that this device was used in a manner inconsistent with the instructions for use (IFU) / product label. Additionally, stent partially deployed is noted within the product labeling as a possible adverse event associated with the use of the device.

Manufacturer narrative:
Block e1: reporter email address has been corrected. Block h6: imdrf device code a150201 captures the reportable event of stent failure to deploy during a bile duct procedure. Imdrf impact code f2301 captures the reportable event of additional intervention required to place another stent due to risk of bile leakage post puncture. Block h11: an axios stent and electrocautery enhanced delivery system was returned for analysis. A visual examination of the returned device revealed that the stent was partially deployed, the slider was positioned at 0 and slightly separated; and the outer sheath hypotube showed damage at the proximal end, slightly protruding from the slider. Functional testing was performed and revealed resistance when attempting to move the slider proximally, consistent with the retraction distance of the outer sheath at the distal end. Upon manually pulling the nosecone at the distal end, the stent deployed easily, and the inner sheath was found to be kinked. No visible damage to the distal end of the outer sheath and no evidence of interaction or interference with the scope elevator was found either. The catheter lock was unlocked, and the catheter moved freely without issue. The rest of the stent was manually deployed, revealing an expansion issue. Subsequently, destructive testing was performed. The handle was disassembled, and no sheath damage was found inside the handle. No visible damage was noted along the length of the sheath. Product analysis confirmed the reported event of stent failure to deploy was confirmed as the stent was returned partially deployed. Stent partially deployed is noted within the product labeling as a possible adverse event associated with the use of the device. The investigation concluded that the additional observed damages in the delivery system were most likely related to procedural factors such as lesion characteristics, handling of the device, and the technique used by the physician (force applied). As for the stent expansion issue noticed, the specification that the stent is measured against is intended for manufacturing (prior to stent loading or storage). In a procedural setting, there would be additional factors/steps that would manipulate the stent into position where its ability to expand is dictated by the anatomy rather than the manufacturing dimensional specifications. Stent expansion rates can be also impacted by compression, time, temperature, and humidity. Taking all available information into consideration, the overall root cause of the reported event is known inherent risk of device. A labeling review was performed and, from the information available, there is no information that this device was used in a manner inconsistent with the instructions for use (IFU) / product label. Additionally, stent partially deployed is noted within the product labeling as a possible adverse event associated with the use of the device.

Event description:
It was reported to boston scientific corporation that an axios stent and electrocautery enhanced delivery system was to be implanted during a procedure performed on (B)(6) 2025. During the procedure, the distal flange of the stent did not open, despite the bile duct dimension being correct. As a result, the procedural time was extended. Because the deployment problem posed a risk of biliary leakage, the procedure was completed with a different management strategy, necessitating the performance of retrograde drainage and the placement of a covered metal biliary stent. There were no patient complications reported as a result of this event.